Event description:
It was reported that during this lead implant procedure, the lead exhibited pacing impedance high out of range greater than 3500 ohms. As a result, the lead was removed prior to pocket closure and it was successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during this lead implant procedure, the lead exhibited pacing impedance high out of range greater than 3500 ohms. As a result, the lead was removed prior to pocket closure and it was successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.